Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) relapse of abdominal hernia [abdominal hernia]. Case description: spontaneous report received on 14-nov-2008 and 18-nov-2008 from a surgeon regarding a patient (details not provided). Approx seven months earlier, the patient underwent a laparoscopic abdominal hernia repair procedure. The hernia defect was covered with sepramesh ip, fixed with protac and an overlap of 5 cm on each side. Six months later the patient returned to the hospital with a relapse of abdominal hernia. The recurrence occurred on one side of the mesh. The patient was operated, the mesh was left in the patient and was treated with an onlay mesh. It was the opinion of the reporter that the mesh wasn't incorporated properly and was torn. As of the time of this report, the outcome of the patient was unk.